Event description:
It was reported by the pt's attorney that as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.

Manufacturer narrative:
The device remains implanted. The instructions which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).